Event description:
It was reported that the device and this right ventricular (rv) lead exhibited shock impedance measurements of greater than 200 ohms. Technical services (ts) and the field representative performed troubleshooting steps including disconnecting the external defibrillator and measuring again, unplugging the power cord, removing the pulse oximeter as well as attempting in triad in which all vectors showed greater than 200 ohms. Ts discussed possible theories including either a broken lead or electromagnetic interference (emi). This rv lead had a history of in range impedance measurements. The rv lead was moved back to distal negative port, retested and still high out of range. This rv lead and this device therapy remains off and this patient would be scheduled for explant and reimplantation. This lead remains implanted at this time. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).